Manufacturer narrative:
Per internal review on 8/5/2020, three pieces of information were mistakenly omitted from the initial report. The corrections are as follows: 1) the lot number of the complaint device has been updated to 30364574m. 2) h3 reason for non-evaluation has been updated to "other". 3) h10 mistakenly omitted the following statement, "the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, a left atrial appendage (laa) perforation with cardiac tamponade were discovered on intracardiac echocardiography (ice). Pericardiocentesis was performed to remove about 2400cc of fluid from the pericardial space, and about 2000cc of fluid was infused back into the patient. The patient was then transferred to the operating room for sternotomy with laa oversew. Patient¿s condition improved. Extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. It is unknown at what stage of the procedure the adverse event occurred; however, it is suspected it occurred during the transseptal puncture with a brk transseptal needle. Radiofrequency (rf) was delivered prior to discover the perforation and tamponade. There was no evidence of steam pop during the ablation. The catheter irrigation was set between 2cc-15cc. The force visualization features that were used included dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm tag size, 3mm range, 5 seconds and 50% over 3. Respiratory gated was used as additional filter. The color option used prospectively was ablation index. Despite it is suspected that the adverse event occurred during the transseptal puncture, the thermocool® smart touch® sf bi-directional navigation catheter cannot be excluded since the adverse event was discovered after rf was delivered with the biosense webster catheter; therefore, this event is being conservatively coded and reported under the stsf.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a 73-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, a left atrial appendage (laa) perforation with cardiac tamponade were discovered on intracardiac echocardiography (ice). Pericardiocentesis was performed to remove about 2400cc of fluid from the pericardial space, and about 2000cc of fluid was infused back into the patient. The patient was then transferred to the operating room for sternotomy with laa oversew. Patient¿s condition improved. Extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Device evaluation details: the device was visually inspected and it and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal action was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Therefore, no CAPA activity is required now. Similar complaints are monitored monthly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).